Event description:
It was reported that during a procedure on an obese patient, the surgeon was retracting the patients organs with a radiolucent retractor blade and a synframe guide rod. The retractor blade broke and the nut on the guide rod stripped. The surgeon used another set, and all pieces were retrieved. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the design documentation for this instrument has been reviewed and there are no design issues associated with this part. The design of the part is appropriate for its intended use. The ability of the part to withstand retraction forces depends on a number of factors that vary from surgery to surgery, including but not limited to patient size and weight, incision size, and surgical technique. Therefore, this it is concluded that this complaint is indeterminate from a design perspective. The manufacturing evaluation showed that two sections were broken off of the blade at the 11mm radius bend. Scratches and stress-like surfaces are near the break areas. Based on the unknown cause and the results of the evaluation, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This report is for file (B)(4).